Event description:
It was reported during surgical intervention, the replacement lead could not be implanted due the pt's anatomy. The physician used a different pt's anatomy. The physician used a different surgical lead to complete the case. The procedure was extended approx 3 hours. The pt was placed in ICU due to the extended procedure, however, no symptoms were reported. The pt was removed from ICU but still hospitalized as of (B)(6) 2013. Follow-up identified the pt is in a long term physical therapy facility. The sjm rep has turned on the system and reprogrammed the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.